Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
It was reported that the catheter was occluded. Issue was detected immediately. There was no injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection. No physical investigation or assessment has been conducted on the defective sample as no actual or representative sample was returned for investigation. Catheter blockage could be due to various reasons. However, in the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of the problem.

Event description:
It was reported that the catheter was occluded. Issue was detected immediately. There was no injury.